Event description:
On (B)(4) 2013 it was reported that during generator revision surgery on (B)(6) 2013, high impedance was observed. The patient had not been seen for vns dosing for at least two years because the patient was almost seizure-free. The neurologist discovered that the patient's generator was completely depleted and interrogation was not possible. Therefore, a system diagnostics test could not be performed to determine lead impedance until a new generator was implanted. During the vns generator revision surgery, several system diagnostics tests failed when the new generator was connected with the existing lead. A generator diagnostics test was performed which was "ok". The generator was then re-connected to the lead and a generator but still the system diagnostics test showed "high impedance". At that time, the surgeon did not intend to go through a complete revision surgery so he closed the patient up with the new generator and existing lead implanted in the patient. It was unknown if any patient manipulation or trauma occurred that caused or contributed to the high impedance. A chest and neck ap x-ray image was received for review by the manufacturer. Based on the x-ray images provided, an exact cause for the report of high impedance could be determined. There did not appear to be any lead discontinuities or sharp angles in the lead portion that was able to be visualized. However, a portion of the lead could not be visualized in the chest due to it being behind the generator and the presence of a micro-fracture in the lead cannot be ruled out. Whether the lead pin was fully inserted could not be assessed based on the angle of the generator in the x-ray. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The manufacturing records for the lead were reviewed on (B)(6) 2013; the device met all specifications prior to distribution.

Event description:
Further clarification was received on (B)(6) 2013 when it was reported that when it was stated that the system diagnostics tests "failed" during the vns generator revision surgery, what was meant was that high impedance was observed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records were reviewed and confirmed lead met all specifications prior to distribution.